Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd vacutainer® sst tube was found with red foreign matter there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and red foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for red foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and red foreign matter was observed. Based on the investigation, the most likely root cause was determined to be related to a piece of rubber stopper material attached to the stopper which fell inside the tube on top of the gel during assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.